Manufacturer narrative:
Technician reported that while he was performing an electrical safety check on the bed, that the ground resistance was too high. Replaced the power cord to resolve this issue. The bed was located in the labor and delivery ward.

Event description:
Info received indicated that the ground resistance was too high.